Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry for cause of the patient having problems with the programming set on their system and how the patient had not reached the correct settings, the rep replied that the patient had forgotten how to use the remote. In response to the inquiry for cause of the ins not working, the rep replied that the setting was not helping symptoms. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). When asked for the cause of the programming problems and the ins just not working, the rep indicated the patient was fully educated on the device, they now knew how to use the remote, and they had no other problems. The rep reported the actions taken to resolve the programming problems and ins just not working were that the patient was fully educated on (B)(6) 2019 and knows how to use the settings. The patient¿s pain at the ins was not an issue when being seen and was no longer an issue. The healthcare provider noted it was soreness from the procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the patient has an appointment on (B)(6) 2019. No further complication noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient that the device had never worked for them. The patient stated that they had problems with the programming set on their system and that they had not reached the correct settings. The patient reported they had made a few attempts in trying to contact the manufacturer representative (rep) and the rep called them back, that their health care physician (hcp) had moved and that the patient could not drive to the doctor so they wanted someone closer. The patient stated that they had been trying to find a closer place since july. The patient reported that they didn¿t know how to use the equipment as they had trained them after surgery. The patient also reported that they could feel the implant through the skin and that they also saw the ins. The patient stated that it was painful and that it was ¿just not working correctly.¿ the patient stated that they spoke with their manufacturer representative (rep) that day of the call and the rep reviewed that there was no one closer than the current hcp. The patient stated that their stage one worked great and feels that the stage one should have been longer. The patient stated they were not happy that it was not working and stated that they ¿might as well have this removed.¿ patient services directed the patient to the hcp for ins pain and for programming options, ect. Patient services offered to go over equipment however the patient denied, stating conflicting information to what they had already reported: that they knew how to use it. The patient requested someone closer and when patient services reviewed listings and the listings showed there was no one closer to the patient, the patient became upset and ended the call. There were no further complications reported.